Event description:
A customer called in 2002, alleging that their surestep meter gave inaccurate low readings. Customer called in about the class action law suit to have self included in the case. Customer stated that customer knew they was not getting right readings on that meter and that is why spouse is now deceased. Customer no longer has the meter or serial number and cannot recall any specific readings they felt were inaccurate. Attempts to contact customer to obtain more info have failed. Co is sending a letter. If co obtain any additional info a supplemental report will be submitted.